Event description:
New information reported stated that on (B)(6) 2018 the lead was explanted and replaced. The patient was in stable condition during and post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing shortness of breath. Upon interrogation, the left ventricular lead exhibited loss of capture. A chest x-ray revealed that the lead had dislodged. On (B)(6) 2018 the patient was seen in clinic and the lead was turned off and the device was reprogrammed. The patient would easily experience shortness of breath but otherwise was stable. A lead revision would be scheduled. No further information was available at this time.